Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): device not returned for analysis.

Event description:
(B) (4) peripheral cutting balloon registry.it was reported that in (B) (6) 2004 the patient underwent treatment with the peripheral cutting balloon device for two lesions. The target lesion #1 was at the femoral, with no vessel tortuosity; lesion type was denovo and mild calcification at target lesion. The angiographic data for target lesion #1 showed the reference vessel diameter 5 mm, lesion length 10.00 mm, pre procedure 80% stenosis, and post procedure 20% stenosis. Lesion morphology showed concentric stenosis and tight stenosis lesion. The target lesion #2 was at the femoral, with no vessel tortuosity; lesion type was denovo and mild calcification at target lesion. The angiographic data for target lesion showed the reference vessel diameter 5 mm, lesion length 10.00 mm, pre procedure 80% stenosis, and post procedure 20% stenosis. Lesion morphology showed concentric stenosis and tight stenosis lesion. The six month follow up in (B) (6) 2005, vital status of the patient was alive. The target lesion has not remained patent since the procedure (data does not specify lesion #1 or lesion #2). The patient did not experience an adverse event since the procedure. The patient did not have an intervention since the procedure on any vessel. No other data was provided. Data for one, three and twelve month follow ups was not provided.